Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The device was removed and a second proglide device was used and when the needle plunger was removed, a suture break occurred. The device was removed uneventfully and the method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Pt reported, the up/down button on the infusion device is defective. Pt stated there were no blood glucose level problems. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. Device #1 - proglide (part #12673-03, lot #920106h), will be filed under a separate medwatch MFR number.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the posterior cuff tabs were untouched and undamaged posterior needle, indicating no engagement between these two components. A posterior cuff miss directly resulted in a failure to retrieve the suture and could appear very similar to the reported suture break when retracting the plunger. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.